Event description:
The pt underwent a diagnostic procedure. The cardiologist closed the arteriotomy with the closer tsl 6fr device. The procedure was completed without incident. Approx two weeks after the procedure the pt presented with an infected groin. A pseudoaneurysm was detected and surgically repaired. The pt recovered without further incident.